Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified a defective ise liquid level sensor and buffer valves. Fse replaced the ise liquid level sensor and the buffer valves to resolve the issue. Fse verified system performance with qc passed. No further errors were observed. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results for sodium (na), and potassium (k), high quality control (qc) level 3 and sample pot overflow on their au480 clinical chemistry analyzer. The customer repeated the sample on the same analyzer and results were lower for na. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided the results for one (1) patient sample.